Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Seroma: unable to observe as it is not related to the device. As per the investigation procedures creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side seroma and capsular contracture, baker grade unknown. The device has been explanted.

Event description:
Healthcare professional reported left side seroma and capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Reason for reoperation: seroma; capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: seroma; capsular contracture, baker grade unknown

Event description:
Healthcare professional reported left side seroma and capsular contracture, baker grade unknown. The device has been explanted.